Event description:
It was reported that a pump was alarming for a system error 105. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "105 pic" was confirmed and reproduced during evaluation. It was caused by a partially dislodged q20 from I/o pcb. As a result, I/o pcb was replaced.